Event description:
It was reported that extension en102 90c bp had no label. The following information was provided by the initial reporter: there is no printing on the package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-14. H6: investigation summary: a sample was returned to sbdm, lot number is unknown. Sbdm noticed that there is no printing on the package. Sbdm found that there was no printing information of manufacturing number, manufacturing date, and lot number. As a result of investigation activities to find the root cause of the complaint sample, it may be occurred while individual packing film printing process. House sample inspection: sbdm totally checked 30 house samples of the complaint product (extension en102 90c bp, lot no. 4104131, 4104281 & 4105271), stored in the company, there was no defective product found in them. DHR review: sbdm checked manufacturing records such as receiving inspection report, process inspection report and finished product test report of the suspected house samples, there was no abnormality on the manufacturing records. Customer complaint record review: sbdm review the customer complaint record of complaint sample, there is similar issue of the different product from same customer. Root cause: based on investigation result of the complaint case, there is no printing on the package, sbdm found that there was no printing information of manufacturing number, manufacturing date, and lot number. The likely cause is that it may be occurred while individual packing film printing process. When printing on the individual film, there might be 2 films were stick together due to static electronics. And packing line workers and inspectors did not find the individual film without printing . Therefore, it caused this complaint case. Corrective actions: 1. Quality training on this customer complaint for extension set individual film printing & packing workers and quality inspectors. 2. Implementing tightened product & process monitoring and strengthening quality inspection for extension set process inspection. 3. Preparing the individual films to prevent stick together by bending the bunch of individual film. 4. Conducting inspection for all product in sealing process to prevent no printing on an individual film. Conclusion: 1 sample was returned to sbdm, lot number is unknown. Sbdm noticed that there is no printing on the package. Sbdm found that there was no printing information of manufacturing number, manufacturing date, and lot number. Based on investigation result of the complaint case, there is no printing on the package, sbdm found that there was no printing information of manufacturing number, manufacturing date, and lot number. The likely cause is that it may be occurred while individual packing film printing process. When printing on the individual film, there might be 2 films were stick together due to static electronics. And packing line workers and inspectors did not find the individual film without printing . Therefore, it caused this complaint case.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Hold for kp it was reported that extension en102 90c bp had no label. The following information was provided by the initial reporter: there is no printing on the package.